Event description:
Related manufacturer report numbers: 2017865-2022-03050, 2017865-2022-04118. During an in clinic follow-up, noise resulting oversensing was observed on the right ventricular (rv) and right atrial (ra) channels. The physician suspected the noise to be related to myopotential signals or clavicular crush damage on the rv and ra leads. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Related manufacturer report numbers: 2017865-2022-03050, 2017865-2022-04118. During an in clinic follow-up, noise resulting oversensing was observed on the right ventricular (rv) and right atrial (ra) channels. The physician suspected the noise to be related to myopotential signals or clavicular crush damage on the rv and ra leads. The device was reprogrammed to resolve the event and the patient was in stable condition.